Event description:
Report received indicated that patient developed a rash under wafer that started right after surgery. The report stated the leakage of fecal matter may have been a contributing factor to the infection. The attending nurse suggested that the patient to reduce current product size for a better seal around stoma area. Prior to the receipt of this complaint. Daily care included changing of the area every three to four days. Physician prescribed anti-fungal powder for use. Skin care regime and product options were discussed with patient. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. And additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.